Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. Analysis was unable to confirm the reported observations as the lead passed all electrical testing. There was noted damage on the lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to producing high thresholds two days post implant. No additional adverse patient effects were reported.